Manufacturer narrative:
Internal file number - (B)(4). Date of event estimated.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported tip break, foot retraction issue and difficult to remove appear to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device with 5fr and 6fr sheaths after a diagnostic coronary angiogram. Reportedly, during attempted foot retraction, the proglide footplate became stuck on calcification and the proglide black tip broke, yet remained intact. The proglide was surgically removed. Hemostasis was achieved with surgical suturing. The physician is reported to be trained in the use of the proglide device. No additional information was provided.